Manufacturer narrative:
Evaluation of the wheelchairs determined that the upholstery on the back of the chair was too tight. That, in conjunction with staff members placing their fingers in a vulnerable position when opening the chair, resulted in the fingers getting pinched. The owner's manual states that fingers should be kept away from pinch points under seat tube when opening chair. There are also stickers on the wheelchairs to visually alert the end user. As a corrective action related to the fabric, the width of the material on the back of the chair has been increased.

Event description:
It was reported that the wheelchairs are opening too quickly and the facility's staff are getting their fingers pinched. The number and extent of any injuries is unknown.